Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem customer technical support instructed the caller on multiple actions including disconnecting tubing and delivering various boluses while informing that iob would be affected. After a successful bolus completion, caller was advised to replace supplies as necessary and resume insulin.